Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker dropped its longevity from two years to three months remaining in a span of one month. Data analysis determined that the device depleted normally. The power consumption is stable, and voltage is tracking normally but is slightly below models. Further, the transition in the blending period resulted in the drop in estimated longevity remaining. The device remains in service. No adverse patient effects were reported. Additional information indicated that a recent data analysis showed that there were no faults or resets noted and the power has been stable. The voltage measurements had previously been exceeding the expected voltage, but have dropped slightly below expected, and then started to stabilize. In addition, it is not clear if the device is just an outlier from normal, or if it is depleting prematurely. Boston scientific technical services (ts) recommended data review in another 90 days. The device remains in service. No adverse patient effects were reported.